Manufacturer narrative:
Findings: pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer was reported via phone call that, the little plastic thing is broken on her reservoir compartment and the o ring is coming off. The blood glucose was 150 mg/dl at the time of the incident. Ustomer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.